Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2021. On the same day the sensor was inserted, the patient experienced a skin reaction that consisted of a rash with pimples and itching sensations. The rash extended past the sensor patch footprint on the arm, across the back and to the opposite armpit. The patient consulted a healthcare personnel (hcp) (pharmacist) on (B)(6) 2021, who recommended a topical cream eurax (crotamin). Although she consulted a pharmacist, she had not contacted her physician. She stated that shortly before the reaction occurred she had stopped taking oral steroids for an unrelated medical condition. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined.

Event description:
Subsequent to the intial MDR, additional information was received on (B)(6) 2022. It was reported that after the reported event, the patient consulted with a medical doctor (md). The patient stated that the md did not provide any further advice in regards to the skin reaction and suggested to continue using the eurax (crotamin) to treat the rash. It was reported that the rash substantially subsided and only has a rash at the back of the left upper arm where the sensor was applied. The nurse also suggested that the patient not apply any sensor until the rash has fully subsided.

Manufacturer narrative:
(B)(4).